Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00484). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during normal follow up, the device was unable to be interrogated. The device was explanted and replaced. The patients condition was fine after the procedure.